Event description:
Customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.

Manufacturer narrative:
After further review, it has been determined that this complaint does not meet the conditions for the recall. No parts were replaced and unit had recall previously performed. The z-2061-2017 does not apply to this complaint.